Event description:
Customer reported unexpected reset screen on pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was informed by technical support that reset was a built-in safety feature and proceeded to successfully resume insulin.